Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was flashing and also had frozen display. Customer stated screen goes blank and it came back and also insulin pump damaged at bottom of the screen on the left hand side. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly. No unexpected missing segments or partial display anomalies noted. Device pass displacement test. Device received with cracked case from display window corner, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).